Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015. Product analysis: the device was returned and evaluated by product analysis on 12/10/2015 with the following findings: no pump malfunctions were observed during investigation. Review of the pump¿s black box revealed no evidence related alarms or issues. An auto-off alarm warning occurred on (B)(6) 2015 at 12:10; deliveries resumed at 12:22. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 533 mg/dl with nausea, abdominal pain, and vomiting. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates; the total daily dose basal history was not appropriate for the programmed basal rates for a known cause: cartridge change and basal edit screen accessed; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported health event was attributed to a use error.